Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1800767 was manufactured on 06/04/2018 a total of 288 pieces. Lot was released on 06/07/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. On the next attempt, the orange indicator clip fired which indicates that no more clips are remaining in the device. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Since no clips were returned, the reported complaint issue could not be confirmed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clips not loading properly" was not confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed, and a probable cause could not be determined.

Event description:
It was reported that some of the clips were not properly loaded into the jaws of applier. Therefore, it was replaced with a new unit.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the device has not been returned. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that some of the clips were not properly loaded into the jaws of applier. Therefore, it was replaced with a new unit.